Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) patient result, above the acute myocardial infarction (ami) threshold, was generated on an access 2 immunoassay system for one patient who had previously been admitted to the hospital. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital's intensive care unit (ICU) based upon the erroneous accutni result. It is unknown if any additional treatment was provided to the patient after admission to the ICU. The result was questioned by the patient's physician, but not until two days after the sample was analyzed, so there was no repeat testing performed on the sample. Two follow-up tests were performed on same-patient samples. The follow-up results were lower, within the normal reference range, and considered valid. A corrected report was issued. The sample was a full-draw; however it was lipemic and described as "not white, but you can't see through it". The sample was tested within two hours of collection, stored at room temperature and centrifuged prior to testing. The sample was collected in a lithium heparin non-gel primary tube. The reagent and calibrator lots associated with this event were 122054 and 116459 respectively. No other patient results were questioned as part of this event.

Manufacturer narrative:
Service was not dispatched to the site as the customer declined service beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that the quality control (qc) levels set by the customer were set very wide. There is evidence of elevated level one qc results on the day of the event, as well as during the timeframe of the event. A system check performed prior to the event met instrument specifications. No instrument errors were logged during the timeframe of this event. It does not appear as though the "lipemia" noted by the customer impacted the accutni result however beckman coulter inc. Assessment of additional testing performed on the sample suggested that sample integrity was compromised during the collection process. Hence, use error is the likely cause of this event due to the testing of an unacceptable sample, although this had not been confirmed. The root cause of this event is unknown.